Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional nc trek devices are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a non-calcified, non-tortuous lesion located in the mid right coronary artery. Pre-dilatation was performed prior to stenting with 2 unspecified stents. There were no issues with visibility of the pre-dilatation balloon or visibility of the stent delivery system/balloon during these deployments. Post-dilatation was to be performed with the 3.75 x 12 mm nc trek balloon; however, the balloon failed to inflate. The same contrast mix was used for the pre-dilatation balloon and the stent delivery systems balloons. A second and a third nc trek balloon was attempted to be used for post-dilatation (same size and lot number); however, also failed to inflate. After each failure to inflate the nc trek balloons were retracted, more contrast was added to the mix, the indeflator was also exchanged for another and a final adjustment to the contrast mix was made; however, these changes did not make a difference to the outcome. A non-abbott balloon was selected for post-dilatation and was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.